Event description:
Ibc from pt. Her cadd legacy pump sn (B)(4) (due (B)(6) 2018) was displaying "error" and issuing a two tone alarm. Pump was in use at the time. Pt switched to her back up pump and no adverse effect was reported as a result. Pump rate = 81ml/24hr. Pt removed the batteries and the alarm stopped. New pump will be couriered and return box will be sent. No further info is known. The reported product fault occurred while in use with the pt. It did not result in any injury. We are sending a replacement device. Strength: 1.5 mg, dose or amount: a 16 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.